Manufacturer narrative:
A fsca will be issued instructing all users to test the tip prior to introduction into the patient. The tip, if bonded properly, will not move during use. If not bonded properly, it will detach with a twist/tugging motion.

Event description:
The tip of the 5mil bladeless optical trocar (genilook) was loose. The issue was detected by the doctor while preparing the unit for use.